Manufacturer narrative:
Concomitant medical products: product ID: 3093, lot# unknown, implanted: (B)(6) 2007, product type: lead. Product ID: 3093, serial/lot #: unknown. Phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider of a clinical study via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for idiopathic urinary incontinence. It was reported that there were high impedances on all plots. The patient experienced urinary urgencies, pain and vesical bladder burning feeling. The cause of the high impedance was unknown. The patient did not fall, there was no lead migration identified. Hypothesis was potential fibrosis or connection issue. Reprogramming was done on (B)(6) 2019. On (B)(6) 2019 only a few urinary urgencies, non-clinically significant remains. Event resolved on (B)(6) 2019. The investigator assessed the event as not serious, not related to procedure and related to the lead. No surgical intervention occurred nor was planned. The patient was alive with no injury. No further complications were reported or anticipated.